Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all m quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic radical gastrectomy procedure. The circular stapling device was being used for the digestive tract reconstruction. There was poor staple formation. The instrument handle was fully squeezed so that the metal underside of the handle contacted the stapler body to the fullest extent. There was no excessive tissue incorporated into the barrel of the stapler. The donuts were complete. The anvil could be tilted after firing. The anvil was not bent and the stapler sizers were not used. In order to resolve the issue and complete the case, the staple line was reinforced using manual stitching. There was no patient harm. The patient outcome is alive, no injury.